Event description:
It was reported that sheath kink and difficulty recapturing occurred. A left atrial appendage closure procedure was being performed. A double curve watchman truseal access system was positioned and a 27mm watchman laa closure device & delivery system were used. In an attempt to recapture the watchman device, the watchman truseal access system sheath kinked and the device was unable to be retracted. Intervention was performed to retrieve the sheath by cutting and retracting. The patient is reported to be fine. It was further reported that the watchman device was not implanted. It was recaptured with a snare and a large catheter.

Event description:
It was reported that sheath kink and difficulty recapturing occurred. A left atrial appendage closure procedure was being performed. A double curve watchman truseal access system was positioned and a 27mm watchman laa closure device & delivery system were used. In an attempt to recapture the watchman device, the watchman truseal access system sheath kinked and the device was unable to be retracted. Intervention was performed to retrieve the sheath by cutting and retracting. The patient is reported to be fine. No additional information is known at this time.